Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratches pm the lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported the customer's buttons were unresponsive on their insulin pump. Customer stated they did not drop or expose their insulin pump to moisture. The customer stated they have already discontinued insulin pump therapy. Customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.